Event description:
The customer reported that the "knob" is not functioning. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.